Event description:
It was reported that a patient presented with grade 4 primary mitral regurgitation (mr), and multiple flail segments throughout p2 and p3 (posterior leaflet segments 2 and 3) for a mitraclip procedure. During the procedure the first clip was implanted with no issues. While trying to grasp with a second clip, the grippers were no longer functioning after approximately 8 attempts to grasp the leaflets. Troubleshooting was performed, but the grippers could not lower. This clip was removed and replaced with another clip that was implanted medial to the first. The mr was reduced to grade 1-2. There were no adverse patient effects. There was a delay in time to remove and prepare a clip, but it was not clinically significant.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.